Event description:
It was reported that the customer was hospitalized for borderline diabetic ketoacidosis, with a blood glucose level close to 400 mg/dl. The customer stated that prior to the event, the customer fell down at home and felt dizzy. The customer also stated he has been having high blood glucose for the past 4 days before the event. The customer then said that he used an mmt-396 infusion set and that he last changed his infusion set two days before the event. The programming was correct and troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.